Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, six resolute onyx drug eluting stent were implanted in the 2nd obtuse marginal. Following day, patient suffered elevated cardiac enzymes. Patient recovered. Cec adjudicated event a myocardial infarction with revascularisation carried out in the cx and 2nd om following stent thrombosis event type. Investigator assessed event is causally related to device and not related to anti platelet medication.